Manufacturer narrative:
(B)(4). This is a report of use error, where the customer swapped the patient line extension only and reused remaining supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer re-used a single use product during drain three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. During troubleshooting, the customer stated that they had an unspecified accident with their patient line extension and it leaked some fluid. The customer switched out the extension without changing the remaining supplies. The technical services representative reviewed proper procedures with the customer. There was no patient injury or medical intervention reported. No additional information is available.